Manufacturer narrative:
Only the replaced component was returned to the manufacturer for evaluation.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed a step during testing and the sensor board was replaced to address the issue. There was no harm or injury reported. The component was returned to the manufacturer for evaluation. The pressure sensor (mt3) on the sensor board was found to be out of tolerance.